Manufacturer narrative:
A vitreous probe was returned for the cutter not working, with aspiration present. The doctor indicated when the pedal was pushed down, the probe made a clicking sound and did not cut. A device history record review for the reported lot was conducted. According to the device history record review, the product was released based on the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and deemed to be nonconforming. The needle has a slight bend. Aspiration testing was performed and was deemed conforming. Actuation testing was performed and deemed nonconforming. No movement was observed with the cutter in the port. Cut testing was performed and deemed nonconforming. No cutting action was observed. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the needle from the inner cutter. The actuation test was repeated on the disassembled probe and was deemed conforming. The complaint evaluation does confirm the probe cutter was not working, while the aspiration was good. The root cause of the probe failure appears to be from the bent condition of the needle. The bent needle can cause interference between the inner cutter and outer needle and prevents movement of the cutter to actuate and to achieve good cutting action. How and when the needle became bent cannot be determined from this complaint evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe cutter was not cutting during a vitreoretinal procedure. However, it was reported that vacuum of the probe was present. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested for the reported event.